Manufacturer narrative:
The device history records have been reviewed and no non-conformances have been identified. The device was returned to stanmore implants worldwide on september 2, 2015 for evaluation. This is an ongoing investigation and a supplemental report will be submitted.

Event description:
A company sales representative received a telephone call from the surgeon on (B)(6), 2015 where it was reported that the patient's femur and tibia had dislocated from each other. The patient reported feeling a "clunk" in the knee and instability as he was getting off a scooter. The patient underwent a revision procedure on (B)(6) 2015. The surgeon reported that the circlip appeared loose, and the axle had backed out slightly towards the medial side of the knee. The surgeon further reported that the knee was separating apparently due to a break in the rotating tibial hinge. The rotating hinge was replaced along with the axle and circlip. The remainder of the implant components, and both the femur and tibia appeared well fixed, thus no further intervention was required. The revision was successfully completed.

Manufacturer narrative:
The tibial component was successfully replaced as part of a rebushing procedure. Based on an investigation of the events, the failure appears to be the result of a fracture of the rotating hinge. The result of an independent evaluation of the returned product determined that the cause of the failure was most likely attributable to a failure to properly engage the circlip in the circlip groove at the time of implantation. This failure to properly insert the circlip, with confirmation of the patients' high body weight, created an excessively high load on the hinge assembly, thus leading to the hinge assembly fracture.

Event description:
This is a supplemental report to 3004105610-2015-0083, (B)(4).